Event description:
Customer reported a past blood glucose (bg) level of "high;" cause was unknown. Customer administered a correction bolus using the pump and was advised by technical support to consult a healthcare professional regarding diabetes management. Customer's blood glucose level was successfully resolved.